Event description:
The customer reported to baxter (B)(4) a solution administration set in which a black particle was found inside of the distal luer lock. The condition was identified before patient use. No additional information was available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One used unit was returned at the plant for evaluation. This unit was visually checked and the defect (particle in luer lock) reported by the customer was confirmed, however a definite root cause could not be determined. A notification was sent to the supplier of the part for awareness. If additional information become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.